Event description:
Patient reports that the cup broke. Lot number and expiration date are unknown. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.